Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and right ventricular lead previously exhibited noise. The device was programmed around the noise. The dependent patient presented on (B)(6) 2018 for lead revision procedure. Both leads were explanted and replaced successfully. Noticeable insulation breaks were noted on both leads. The patient was stable throughout the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in two pieces. External insulation abrasions was noted 8.1cm to 8.3cm from the connector pin consistent with friction to the device can.